Event description:
The customer's mother reported that the insulin pump had a blank screen. The current blood glucose reading was 46 mg/dl. The customer treated the low blood glucose with candy. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.